Manufacturer narrative:
(B)(4). Report source: foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total knee arthroplasty, the articular surface would not assemble with the tibial plate. Subsequently, another surface was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits signs of use and the dovetail feature is flared. Dimensional examination indicates that the device conforms to the measurable print specifications. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.